Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician replaced the central processing unit printed circuit board assembly to address the reported problem. The ventilator was back in service.

Event description:
The customer reported a backup alarm failure. There was no patient involvement. The event date was not specified; estimate used.